Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the piic did not alarm when the spo2 level dropped below the lower limit. The device was in use monitoring a patient and there was no report of patient or user harm.